Manufacturer narrative:
Continuation of d10:  product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the device was inspected prior to use and no pre-dilation was performed. The minimum diameter of the access vessel was 5.4mm. The delivery catheter system (dcs) was damaged while trying to cross the aorta. The dcs was hung up on calcium in the aorta, and excessive pushing damaged the tip. During deployment, the physician decided to remove the dcs. The dcs was able to be recaptured and was removed from the patient with no issues, but the nose cone was bent. The nose cone was still attached to the dcs. The dcs had been twisted or torqued while in the patient. When withdrawing the dcs, the capsule was closed until it was aligned with the catheter tip. A new valve and dcs were successfully used for implant. Per the physician, the patient's calcified anatomy contributed to the event. A procedural delay of approximately five minutes occurred. No adverse patient effects were reported.

Manufacturer narrative:
This report was submitted in error. There is no evidence of a device reportable malfunction, serious injury or death. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.